Manufacturer narrative:
(B)(4).

Event description:
It was reported that no egv readings occurred. The sensor was inserted into the arm, which is off-label use of the device, on (B)(6) 2022. Data was evaluated and the allegation was confirmed as a transmitter failed error was confirmed. The probable cause was determined to be a transmitter failed error. The reported event of [description of issue] is reportable based on the finding of a transmitter failed error. No injury or medical intervention was reported.